Event description:
A biomedical technician (biomed) contacted fresenius technical support (ts) to report that the pins on the tubing guide roller were coming off the blood pump rotor on a 2008t hemodialysis (hd) machine. The biomed reported that the rotor caused damage to the blood tubing during a patient¿s hd treatment. Additional details were provided upon follow-up with the biomed, and a registered nurse (rn) familiar with the event. The biomed stated the sleeve on the blood pump rotor came off, which caused the rotor to damage the nipro bloodlines during a patient¿s hd treatment. The event occurred within the first fifteen minutes of treatment. A blood leak was visually observed coming from the blood pump rotor. The machine was said to be giving constant unknown alarms leading up to the event. There were no changes in the patient¿s blood flow rate (bfr) prior to the leak. Blood loss was reportedly minimal ¿ an estimate was not provided. It was confirmed the patient did not experience any adverse effects or require medical intervention due to the blood loss. The patient was moved to another machine where they completed their treatment. The biomed replaced the blood pump rotor with a new one, and the machine was confirmed to be fully operational again. The bad blood pump rotor was reportedly sent back for analysis.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with one of the front sleeves loose and deformed, and a missing sleeve on one of the rear guide pins. The deformed sleeve could easily be removed from the pin. There were no other discrepancies with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for functional testing. A patient test was performed with fresenius combi set bloodlines (and water) in dialysis mode for two hours. The blood pump rate was set to 450 ml/min. The rotor did not damage the bloodline and there were no fluid leaks or alarms during the testing. However, the damaged sleeve dislodged out of the pin within a minute from the start of the test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the investigation, the reported problem was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) contacted fresenius technical support (ts) to report that the pins on the tubing guide roller were coming off the blood pump rotor on a 2008t hemodialysis (hd) machine. The biomed reported that the rotor caused damage to the blood tubing during a patient¿s hd treatment. Additional details were provided upon follow-up with the biomed, and a registered nurse (rn) familiar with the event. The biomed stated the sleeve on the blood pump rotor came off, which caused the rotor to damage the nipro bloodlines during a patient¿s hd treatment. The event occurred within the first fifteen minutes of treatment. A blood leak was visually observed coming from the blood pump rotor. The machine was said to be giving constant unknown alarms leading up to the event. There were no changes in the patient¿s blood flow rate (bfr) prior to the leak. Blood loss was reportedly minimal ¿ an estimate was not provided. It was confirmed the patient did not experience any adverse effects or require medical intervention due to the blood loss. The patient was moved to another machine where they completed their treatment. The biomed replaced the blood pump rotor with a new one, and the machine was confirmed to be fully operational again. The bad blood pump rotor was reportedly sent back for analysis.